Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump squirting insulin. Customer does not allege insulin pump was over delivering. Customer reported that the insulin pump system has not been in use within 48 hours. Customer was neither in emergency room, nor admitted into hospital. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.